Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 110-114 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the customer's office. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened three months prior to call. The meter memory was reviewed for previous test result history (date/time not set; only one result was provided and customer stated that it was obtained on (B)(6) 2022, exact time unknown): result 1: lo date: (B)(6) time: 2:54 pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 19-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.